Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 3005778470-2024-00963 / device 13 of 30. Investigation: this complaint has been evaluated as type 2 investigation case. Photos were provided. It is not possible to confirm the issue from the photograph and the provided information. Urinary catheter in question was packed under sap material ID 1718777 - gentlecath glide tmnn ch14 and manufacturing lot#2l02756 on packaging machine p009 in amount 204000 pieces in december 2022. The catheter used in packaging lot#2l02756 were produced under lots: 2l02696 (produced on the machine a116 in november/ december 2022), 2l02698 (produced on the machine a116 in december 2022), 2l01502 (produced on the machine a116 in november 2022), 2l00737 (produced on the machine a116 in november 2022). No nonconformance has been opened during production of these lots. According to process instruction g805311 v.25.0 production of hydrophilic tpe low-fric catheters - the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. The check is carried out in accordance with tm-422 v.1.0. The results are recorded on g8053111 form 3. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No another complaint was received on lot#2l02756 and this type of issue to october 23, 2024. No similar complaint was registered on this lot and issue. The batch record review indicates no discrepancies. The percentage of affected pieces against lot is (B)(4). This complaint was discussed on complaint review board on october 10, 2024. No harm was reported. Attendees decided that it is not possible to confirm the issue from the photograph and the provided information. Attendees decided that no further action are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. This issue will be monitored through the post market product monitoring review process, sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Device 13 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported by the wife of the end user (84 yo male), that the coude tips are all not aligned well to notch on funnel, about 45 degrees off. She caths her husband 5-6 times a day and relies on that notch at the coude tip to be able to ensure that the coude tip is pointing upwards with insertion as for his anatomy he needs the coude tip. She reported she opened a new box of his catheter and while this is his usual catheter and normally doesn't have problems with this product, noted she met resistance when trying to insert it and he had pain so she did not force it in. She removed it and pain dissipated quickly, no lasting harm per wife. She looked at the catheter and noted that the notch on tip is not aligned with coude tip stating it was "not aligned at all". She said they are all off by about 45 degrees in the box when she started looking at them all. She said the coude tip is either pointing to the right or left about 45 degrees from the notch. They are not twisted.